Event description:
I bought the toothbrush, and began to use it at the beginning of year 2009. I noticed that with continued usage of the toothbrush, I developed health conditions including throat problems and severe sinus. I visited a local hospital, and they prescribed medications to me that included antibiotics and decongestants. My condition did not got better after using those medications. The last time I used the toothbrush, I noticed a fume smell and I discontinued the use of the toothbrush. After a couple of days, I began feeling better. I notified the company about this.